Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose. It was stated that blood glucose value went from 400 to 600 mg/dl. It was stated that the customer was trying to treat and the insulin pump only delivered 1 insulin unit. Customer's mother declined troubleshooting. It was advised to treat with manual injection and change the entire infusion set and reservoir.